Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that he had had a spill on a canoe and the insulin pump got wet for a few minutes. He stated that when he got off the river, the insulin pump alarmed. The customer's blood glucose was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.